Event description:
MFR received a report from a dealer that the two main lift head support screws backed out, causing the pt to be dropped on the floor. This unit was repaired by the maintenance personnel and is back in service at this time. As a result of the incident, the user sustained a small friction burn on their back.